Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -16.50/+3.0/094 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The patients intraocular pressure was elevated during the surgery. The lens was replaced for another same model/length lens on (B)(6) 2021 and the problem was resolved. Cause of the event was unknown. Additional information has been requested but none has been forthcoming.